Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem.the device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a bad main display; this condition had the potential to interrupt delivery. This condition was found upon power up. There was no reported patient injury, medical intervention, or adverse event in association with this event. No additional information is available. The software version is currently unknown at this time.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a bad main display was confirmed during product evaluation. The root cause of this condition was not identified. The main display was replaced to correct this condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated. Baxter will continue to monitor similar reports to determine if further actions are required.